Manufacturer narrative:
Evaluation results: one cadd legacy plus pumps was returned for investigation in used condition. A review of the event log revealed that the infusion had been stopped early. It is unknown why the infusion stopped early as no alarms or errors were recorded for the infusion. The customer's concern regarding the "discrepancies between the indicated and actual value" was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No problems were found with the delivery/accuracy of the pump. No repairs were required as a result.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd legacy plus infusion pump under delivered the medication. The reporter stated that there were discrepancies between the indicated value on the pump and the actual remaining value. 76.4 ml is the normal administered amount. However, the medical fluid could not be collected all at once in a 30 ml syringe. No adverse effects reported.